Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. The it was noted that a filter migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. Then it was noted that a filter migration had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2017, a computed tomography (CT) scan revealed the filter was present within the intrahepatic portion of the cava above the renal veins with the tip of the filter at a position level with the confluence of the hepatic veins. The filter appeared to be intact with no evidence of fracture. No comparison examinations were available to determine if migration had occurred. The legs of the filter extended into the soft tissues surrounding the inferior vena cava but did not appear to penetrate any adjacent organs.